Event description:
It is reported that the patient was revised due to a fractured femoral head.

Manufacturer narrative:
Neither x-rays nor operative notes have been rec'd. It is unknown if any unreported traumatic event led to the implant fracture. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the info provided, a definitive root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.